Event description:
As reported by the (B)(6) registry, post-stent deployment, the patient developed left hemiparesis that was diagnosed as a tia. Baseline nih stroke scale score was 0 and the rankin score was 1. Cas was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 7.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was conducted. Then an 8x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis was 10%. The angioguard was removed without difficulty. There was no documented presence of air bubbles or dissection. The patient's symptoms were sudden with partial residuals of behavioral and other changes. The patient was discharged on the following day. Nih stroke scale score was 0 and the rankin score was 2. The patient had a "1" on the neuro scale due to a slight left facial droop pre procedure. The symptoms began during post-dilatation and a cordis aviator plus balloon was used for post-dilatation. There was no intervention provided and no discharge recommendations made. The patient had a slight left hand weakness at discharge.

Manufacturer narrative:
Heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70912539, abbott trek balloon catheter, cordis aviator plus balloon catheter, catalog number 424-5020w5.0x20 lot: 15705125 and precise pro rx stent pc0830rxc, lot number 15669926. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00053, 1016427-2013-00015 and 9616099-2013-00054.

Manufacturer narrative:
As reported by the sapphire registry, post-stent deployment the patient developed left hemiparesis that was diagnosed as a tia. Baseline nih stroke scale score was 0 and the rankin score was 1. Cas was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 7.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and moderately calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was conducted. Then an 8x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis was 10%. The angioguard was removed without difficulty. There was no documented presence of air bubbles or dissection. The patient's symptoms were sudden with partial residuals of behavioral and other changes. The patient was discharged on the following day. Nih stroke scale score was 0 and the rankin score was 2. The patient had a "1" on the neuro scale due to a slight left facial droop pre procedure. The symptoms began during post-dilatation and a cordis aviator plus balloon was used for post-dilatation. There was no intervention provided and no discharge recommendations made. The patient had a slight left hand weakness at discharge. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.